Manufacturer narrative:
According to the customer, after a "serious spine surgery" they "tried to get up or attempting to turn over and his body became entrapped". The customer reported they called for help and received assistance getting back onto the top of the mattress. The customer reported there was no injury related to the incident. The customer reported there was no serious injury, medical intervention, or follow up care related to the reported incident. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, after a "serious spine surgery" they "tried to get up or attempting to turn over and his body became entrapped".